Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a hardware failure of the computer booting up. It was noted that there was a state drive failure, so the state drive was replaced which resolved the general failure. The system checkout was performed and the system was functioning as expected. The ssd 9735999r with s8 os s8 svc (lot # s3z6nb0m200869w) and ssd 9735999 with s8 os s8 svc (lot # s3z6nb0m200556h) were returned to the manufacturer but were under analysis at the time of filing. (B)(4) apply to the pending analysis results of the sd 9735999r with s8 os s8 svc (lot# s3z6nb0m200869w) and ssd 9735999 with s8 os s8 svc (lot# s3z6 nb0m200556h). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the grub menu occurred when turning on the system prior to a case. Attempts were made to ignore and fix the errors, but the system was still showing the grub menu. Information from a clinical specialist (cs) noted that a new ssd was installed, but the following message was appearing when the system was powered on "reboot and select proper boot device or insert boot media in selected boot device''. The cs reseated the ssd and tried it in the other port, but the issue remained. The cs put the old ssd back and powered on the system. After doing so the system quickly prompted to the login page and they were able to get into the application. Another ssd was sent to the cs and after installing the second hard drive they received the same error. However, the original hard drive worked. The new hard drive was placed into multiple bays with no change, but the older hard drive continued to work despite being put into other bays. Discussion with product services led to the suggestion of replacing the site's computer with a new ssd. A 3rd ssd replicated the issue so another ssd and a new computer were sent out. The original ssd was still working in the system but was not in use. Clarification from the cs noted that the ssd was working but no software was loaded. There was no patient involvement.

Manufacturer narrative:
The computer 9735764 nav with pcoip s8 svc (lot# 1838c00899) was returned for analysis. Analysis found that the unit was fully functional and passed all rpi requirements and testing. There was no fault found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd 9735999r with s8 os s8 svc (B)(4) was returned for analysis and testing found that the ssd would not boot. It was confirmed that the computer storage was malfunctioning. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation performed analysis on the replacement drives and both were found to be completely blank; no os was loaded on either ssd before they were sent to the site. This would explain the errors that were seen with those two ssds. The original ssd (i.e., the ssd in the system at the time the original failure occurred) was not returned for analysis. The logs from the ssd were provided. They indicated that the filesystem on the ssd had become corrupted. It is not possible from the logs to determine the original cause of the corruption, but they do show that the os detected the problem the next time the system was booted up. The os halted the boot process to prevent possible exacerbation of filesystem corruption. The logs further indicated that there were multiple attempts to correct the problem by following an article of instructions. The comments state that these attempts were unsuccessful, but it appears that the final attempt did actually correct the problem. When the original drive was restored to the system after the two failed replacement drives, it was then able to boot up normally. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date received by manufacturer was 08/27/2019 on follow-up# 4. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd 9735999 with s8 os s8 svc (lot# s3z6nw0k715577x) was returned for analysis. Analysis found that the ssd would boot the grub menu and then would proceed to the log in screen. After re-booting it would log into the log in screen. The failure mode was software and the mechanism was corrupt os. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.